Manufacturer narrative:
Footboard electronic modules.

Event description:
It was reported by service report that the foot board controls and knee motor not working. No pt involvement or adverse consequences are reported.